Manufacturer narrative:
Initial reporter¿s phone number extension: ext: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that there was corrosion on the contacts, the device failed for cannulation and the trigger jammed. It was further determined that there was an unknown liquid found inside the device. The assignable root cause was determined to be due to improper cleaning/care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer/drill device was broken. The reporter further clarified that the device was not working. During in-house engineering evaluation, it was observed that the trigger was jammed. The event was not reported to have occurred during surgery. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.